Manufacturer narrative:
The device has not yet been received by the MFR for investigation. When the device is received and the investigation is completed, a f/u report will be filed.

Event description:
It was reported that during a bier block procedure, the anesthesiologist injected the medication in the arm of the pt. When the anesthesiologist went to release the tourniquet cuff, he noticed that the cuff was already deflated. The anesthesiologist administered a counter balance medication to reverse the affects of the original medication before it could reach the pt's heart. Once it was clear that the pt was stable, the pt was put under general anesthetics for the procedure. The procedure was successfully completed as planned with no allegations of adverse consequences for the pt as a result of this event.